Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: note: do not exceed the labeled rated burst pressure (rbp) of 16 atm. In this case, it is possible the IFU deviations contributed to the reported difficulty to remove. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery. A 3.5 x 23 mm xience sierra stent was deployed at 20 atmospheres (atms) for 22 seconds. Post-dilatation was then performed at 20 atms for 27 seconds and at 10 atms. The balloon was then completely deflated and negative pressure was used prior to removal. However, the stent delivery system (sds) met resistance during removal. Therefore, the balloon was re-inflated and deflated. The sds was then removed independently with the balloon completely deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.